Manufacturer narrative:
Product analysis all pins were visually inspected to be straight, and no anomalies were noted along the catheter shaft. Heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed burnt biologics/bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was seemingly exposed the catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 89.4 ohms test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 114.7 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 20.77 k ohms) - fail test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 10.08 k ohms) -fail test 3 and 4 (resistor 1 and resistor 2) failed. Tests 1, test 2 and are inside the specification and acceptance criterion the catheter was connected to both the rfg3 and rfg2 lab generator, the device did not complete the required cycle with an error message ¿the connected device is unsupported. Please connect another device.¿ being seen on both rfg2 on rfg3 generators medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using a closurefast rfa catheter for treatment of the great saphenous vein (gsv). The lumen was flushed prior to use. Local anesthesia, tumescent infiltration and manual/hand compression was used. The IFU was followed. 6 cycles were carried out and the vein closed. It was reported after used in the patient bubbling of the fep liner was noted but coil was not exposed. No error m essages/codes/warnings displayed. Another closurefast was used to complete the case. No patient injury. When the device was returned, it was noted that the coil was exposed.